Manufacturer narrative:
Eighteen years of age or older. It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. The sterling over the wire balloon ruptured at 8atms on the second inflation. The first inflation was also to 8 atms. The procedure was successfully completed with a different device. No pt complications were reported, and pt status was reported as "good".